Event description:
It was reported that the pt had undergone a sling procedure in 2004. Post operatively, the pt had obstructive symptoms and dysuria. A 'take-down' of the sling was planned. Cystoscopy was performed prior to the take-down, and urethral erosion of the tape was identified. The take-down procedure was completed 2 months later, and the mesh was oxcised. The pt has done well following the procedure.